Manufacturer narrative:
(B)(4). The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg procedure. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date the patient underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. After the placement of the peg the patient developed pneumoperitoneum. The physician tried to place j tube in but the j tube was unable to stay since the patient developed pneumoperitoneum.